Event description:
The patient reported stimulation in the wrong location. The patient just received implant today and before he left facility he felt stimulation in his pelvic area and now that he is home he reported he felt the stimulation in his penis.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).